Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2013. Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral side rupture.

Event description:
Patient reported left "unusual pain, tingling, swelling, numbness, or burning". Device has been explanted and replaced.